Event description:
The complainant had an impella cp support ongoing with an automated impella controller for a patient admitted with multiple cardiac and systemic comorbidities. The pump support was ongoing with placement signal loss. There was no intervention performed for the optical signal. The family made choice to withdraw care, and the patient eventually expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the automated impella controller issue was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.